Manufacturer narrative:
We were unable to conduct testing due to a lack of a xiaomi mobile device with android 14 to test. However, we performed testing with xiaomi mi 11 lite 5g (android 13) with mmt1886 780g pump (software ver. 6.7v) was conducted and confirmed that the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field.from the analytic logs we see the main problem is a failure to retrieve sake keys during pump pairing. The device eventually establishes a ble connection after retry, but the initial security handshake failure is the root cause of the pairing interruption. Bonding/pairing keys are generated and managed entirely by the android os, with the minimed app having no control over keys. Since the mmm app cannot access or backup the osmanaged keys or prevent android os from removing keys, users must manually repair their medical devices. Issue confirmed. To assist with the resolution of the issue, we provided helpline team with the following step to ensure that it is addressed effectively: can you please update the security patch manually by following below steps: ensure the phone is connected to a stable internet connection and is plugged in to charge. Open phone settings. In the settings search bar search for security update. Under security update you should see the date of the last update. If it has been more than a year since the last update, you will need to install the latest security patch. Click security update to check for the latest patch to install. If your phone is on an older android version, it may also upgrade to the latest android version in addition to applying the security patch. Apply the update. Restart the phone. Helpline dint provided any response on the recommendation steps provided. If customer still face issue we request helpline to reopen the ticket. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for non physical devices.